Manufacturer narrative:
A getinge field service engineer (fse) serviced the unit over the phone. It was found that the unit had its ventilation covered by a hospital mattress. The unit continued to function and only had the alarm. The unit passed functional tests by the customer. H3 other text : device not available for evaluation.

Manufacturer narrative:
Providing updated device identification information in alignment with gudid.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during patient use, the cardiosave intra-aortic balloon pump (iabp) unit issued an overheating alarm. It continued to work. There was no harm reported.